Event description:
Pump failure while inserting tubing into cartridge. Patient history unknown-no adverse outcome to patient. When clinical engineering staff. Check pump - failure code 810.04 noted. Replaced akpcb or pump head mechanism. Device returned to manufacturer for evaluation and repair.